Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported syringes have plastic on the plunger. To aid in the investigation, two samples contaminated with residues of an orange colored drug. A visual inspection was performed. First, with the naked eye and then with a 10x magnifier lens. No defects or imperfections were observed. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd¿ 20ml luer-lock syringes had visible plastic on their plungers. The following information was provided by the initial reporter: "20 ml syringes with visible plastic on the plunger. Lot number is not known due to syringes not being lot tracked. Drug is still in the syringe."